Event description:
Two surgeons had patients with lint fibers in the anterior chamber post-op. One surgeon noted lint from gown cuffs on wrists after cases. Feels the problem is the back table cover. Follow-up information indicated not all fibers were removed; still observing for signs of inflammation.